Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that the device has lines running through out the display. No patient impact or consequence reported.

Manufacturer narrative:
The returned device was evaluated. During this testing it was determined the lcd display module had failed. The lcd module was replaced and the device functioned as designed. Manufacture date: corrected from 09/10/2012 to 09/11/2012.